Event description:
Information received indicates the bed will not go into trendelenburg. The hi/low and reverse trendelenburg functions are working.

Manufacturer narrative:
Repairs have not been completed.